Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A perforation occurred, leading to a pericardial effusion (pe) and cardiac tamponade, procedure cancelled. During a watchman procedure, a versacross connect access solution kit was selected for use. The transseptal access was obtained at a mid/inferior position with no issues reported, then intracardiac echocardiography (ice) was advanced across the left atrium (la), also as the watchman sheath and a non-boston scientific pigtail catheter. A picture was then taken, and shortly after a decrease in pressure was noted. At this point, a large pe was noticed primarily on the right side of the heart. A pericardial tap was performed, along with removing 1000ml and giving back 900ml. Therefore, the procedure was cancelled, patient was taken to intensive care unit (ICU) for further monitoring, and it was later discharged. The device is not expected to be returned for analysis (disposed). Prior to the procedure, there no pe noted on echo. The patient was not on warfarin or any antiplatelet drugs at this time. In the physician's opinion, it was not possible to determine where the perforation occurred or the exact cause of the pericardial effusion. The transseptal site was said to be in a safe location, and no malfunction was reported along with versacross devices, although it is believed it may have been due to either the ice catheter or catheter manipulation.